Event description:
Customer reported rapid panel susceptibility results reported by the walkaway-96 instrument were atypical for several gram negative clinical isolates. Review of the instrument data revealed that for those panels the processed values for some antibiotics did not correlate to the "mic" result and subsequent interpretation reported. This resulted in the system reporting false resistant and false susceptible results for some antibiotics.